Event description:
The customer stated that her meter was reading with a decimal point and that the readings were really low. It was found that her meter was reading in mmol/l rather than mg/dl. The customer did not allege any adverse events, although she was eating extra food to bring her blood sugar back up. The meter was reset back to mg/dl.